Event description:
It was reported the implantable neurostimulator (ins) was pre-programmed prior to implant and later showed a power on reset (por) message on the patient programmer (pp). The ins was interrogated and synced 'fine' with the pp and the por was cleared. The ins was checked with the pp after it was interrogated with a physician programmer and programming was intact and there was no por message. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037,serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va05ngv, product type lead. (B)(4).

Event description:
It was further reported that the por was seen immediately post-op and may have been related to the cautery performed during the procedure.